Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 196 mg/dl. Bolus and manual insulin injections were used to address bg. Customer was not sure of cause of elevated bg; however, alleged pump was not "working" as intended. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to using bg meter and manual injections for insulin therapy.